Event description:
Boston scientific crm received information that this pacemaker was removed from service due to an infection. No adverse patient effects were experienced during the explant procedure.

Manufacturer narrative:
Due to the nature of the allegation, no analysis would be required should this product be returned.